Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to failed batt test alarm.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was 315 mg/dl. The contacts on battery cap were damaged. The battery compartment and spring were not damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.